Manufacturer narrative:
Additional information: h6 and h11. H11: the device was evaluated onsite by a qualified technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the technician was unable to duplicate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient fell after exiting a centrella bed and sustained an injury. Furthermore, the bed exit feature of the centrella bed would not set properly and as a result, the patient fell and sustained a fractured hip. No further information was available at the time of this report.